Event description:
3 of 3. It was reported during removal surgery that the surgeon broke the tips of the driver. The broken driver fragments and the screw was removed from the patient's body with a second driver. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00183.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.